Event description:
Info received indicates the casters are not holding when the brake is locked. The casters continue to swivel.

Manufacturer narrative:
The tech isolated the issue to a broken weld on the brake/steer pedal. He replaced the brake/steer pedal to repair the bed.